Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the neonate was cooling on the arctic sun device. The rectal probe that was in place had frayed line and needed to be replaced. They replaced the probe and now the device screen was frozen and was unable to get back to the main therapy screen. Mss walked nurse through powering off and back on and the device alerted water reservoir low. Mss explained nurse that was due to nurse not purging the pads prior to turning off. Mss had nurse to empty pads and restart therapy.

Event description:
It was reported that the neonate was cooling on the arctic sun device. The rectal probe that was in place had frayed line and needed to be replaced. They replaced the probe and now the device screen was frozen and was unable to get back to the main therapy screen. Mss walked nurse through powering off and back on and the device alerted water reservoir low. Mss explained nurse that was due to nurse not purging the pads prior to turning off. Mss had nurse to empty pads and restart therapy.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found that there was no allegation against product. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.